Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what anatomical structure was device being fired on when issue occurred? Lung tissue. Did the patient undergo preoperative radiation or chemo therapy? Not known. What cartridge was used? Initially tried a green then a black. How many firing strokes was surgeon able to complete? One; then a tech muscled a second firing. Was the force to fire higher or lower than expected? Much higher. What troubleshooting steps were taken in attempt to open device? Changed the direction of knife blade and attempted unsuccessfully to retract it. The trigger seemed to move freely as if it was doing nothing. How was the device removed from the tissue? The patient was opened and the device was cut free. What was the reason for conversion to open procedure? They had to do a lobe resection because the wedge showed cancer. What is the current patient status? Unknown.

Event description:
It was reported that during a wedge resection procedure, the echelon ec45a was stuck with the knife in a partially fired position. Gave instructions to sales rep and he said that they had already performed the rescue maneuvers. Surgeon made the decision to open patient. It is unknown if another like device was used to complete the procedure.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a456. Investigation summary: the analysis results found that one ec45a device was returned with the anvil bent upwards and with a gst45t reload loaded on the device. The reload was received partially fired 2/3. Furthermore the anvil knife slot and the knife were noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.